Manufacturer narrative:
(B)(4).

Event description:
A distal catheter revision was reported. At the time of the report, it was not known the reason for the revision. The pump was used to deliver lioresal. Additional information later reported the catheter was unable to be aspirated. It was unknown the symptoms the patient had. The hcp believed the location of the issue was at the spinal segment. The catheter was entirely removed and replaced. Per the reporter, it was believed the patient was ¿doing well¿.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information later reported that per the clinic the onset date of the event was ¿a few months ago¿. The patient experienced return of spasticity. Trouble shooting results revealed there was no csf. The patient was noted to be doing ¿fine and receiving therapy¿.